Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a reservoir was attached to a drain. Following the procedure, the reservoir was swelling gradually though it was attempted to put negative pressure on the reservoir. Another reservoir was used and it worked properly. A few hours later, a wound part was opened. The current condition of the patient was reported as stable and discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.